Event description:
It was reported that the patient had no stimulation sensation. The patient was on program 3 at 3.2v and was not currently feeling stimulation. It was noted that typically the patient would be uncomfortable at this level and they were usually at 2.4v on program 3. The patient changed to program 4 at 1.6v and they could feel stimulation. It was reported that the patient had a loss of therapeutic effect and they felt like they were right back to where they were prior to implant. The patient¿s symptoms returned 5 days ago and it was a sudden change in therapy. It was stated that the patient had no accidents or trauma. The patient had pain at their implant site about 1 week ago and it was sore and this was about 2 days prior to their symptom return.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v229807, implanted: (B)(6) 2009, product type: lead. (B)(4).